Event description:
During steris's review of maude, it was found that a user facility reported via maude report #: (B)(4) that their "mattress seam coming undone". No report of injury.

Manufacturer narrative:
Maude report #: (B)(4) did not provide customer contact information. As the maude report did not provide contact information, steris is unable to obtain additional event information and determine the cause of the reported event. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. No additional issues have been reported.